Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 932 mg/dl. The patient reports while in the hospital for an unrelated surgery they had received an occlusion alarm. Upon returning home from surgery the patient was unsure if they had applied a new pod. The patient reports they had received an alarm for no active pod. The patient reports they had a seizure as well as cardiac arrest 2 times. Once at the hospital the patient was put in a medical induced come and was placed on a ventilator. The patient was released from the hospital after 7 days.